Event description:
It was reported the cysto-nephro videoscope exhibited a small piece of rubber stuck inside causing a blocked instrument channel. Due to the blockage, they were unable to flush the channel or pass the cleaning brush. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens adhesive was peeled and the forceps channel contained foreign material. A definitive root cause could not be identified. ¿olympus will continue to monitor field performance for this device.